Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was walking and running. There was no syncope or any other symptoms. The patient was evaluated and the physician performed provocation testing. The device was reprogrammed to secondary vector even though when performing the automatic setup, the device chose the alternate vector. Data was provided for review and boston scientific technical services confirmed that the inappropriate shock was due to t-wave oversensing and provided troubleshooting options. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that this device was explanted and was return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Boston scientific was not able to confirm the oversensing, inappropriate shock and noise during the lab analysis. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was walking and running. There was no syncope or any other symptoms. The patient was evaluated and the physician performed provocation testing. The device was reprogrammed to secondary vector even though when performing the automatic setup, the device chose the alternate vector. Data was provided for review and boston scientific technical services confirmed that the inappropriate shock was due to t-wave oversensing and provided troubleshooting options. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that this device was explanted and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device was successfully interrogated, and diagnostic memory was successfully retrieved from the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programed settings. As a result, analysis of the s-ICD was unable to confirm the field observations of t-wave oversensing, and no device characteristics were identified that would have caused or contributed to the clinical observations. During testing of the s-ICD, review of device memory detected a high current condition, but the battery was still able to support device function in the event that therapy would have been needed. Detailed analysis identified that the high current condition was a result of a compromised low voltage capacitor. Based on the testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case, and this finding was unrelated to the observed oversensing.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was walking and running. There was no syncope or any other symptoms. The patient was evaluated and the physician performed provocation testing. The device was reprogrammed to secondary vector even though when performing the automatic setup, the device chose the alternate vector. Data was provided for review and boston scientific technical services confirmed that the inappropriate shock was due to t-wave oversensing and provided troubleshooting options. No adverse patient effects were reported. This device remains in-service. Additional information was provided, it was reported that this device was explanted and will return for analysis.